Event description:
Home patient was hospitalized with peritonitis. Rn reports 1 incident of a leak between the female adapter patient connector of the baxter product transfer set and the quinton produced patient adapter.